Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros tropi es result was obtained from a patient sample processed on a vitros eci immunodiagnostics system. There was no indication that a reagent issue contributed to the event. However, an instrument issue cannot be ruled out as a contributing factor. Following service actions on several subsystems, the customer was able to perform a successful tropi es within-run precision test. In addition, the investigation determined the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is unknown.

Event description:
The customer obtained a higher than expected vitros tropi es result (tropi es=0.072 vs. Expected < 0.012 ng/ml) from a single patient sample processed on the vitros eci immunodiagnostics system. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result was reported from the laboratory. However, a corrected result was later issued. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).